Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is showing noise and oversensing of atrial activity in the shock channel. This ICD system remains in service. No adverse patient effects were reported.